Event description:
It was reported that during insertion, the device had too much energy generated. The screen was activated and turned purple on the scope camera. It was mentioned that no aiming beam was seen, and the tip was hard to distinguish. The procedure was completed with another of the same device with no patient complications.